Event description:
The pt reportedly experienced swelling at the device site as well as experienced fever, and vomiting. It was determined that the pt has an infection of the newly implanted device. A myringotomy procedure was preformed for the pt and the pt was prescribed antibiotics (type unk). Surgery to explant the pt's device has been scheduled. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.